Event description:
It was reported that during a follow up, a CT scan demonstrated that an ivc filter had migrated caudally approximately two vertebral bodies, tilted and three of the filter legs appeared to be perforating the cava wall. Post filter placement, pe was identified. However, it was not known if this was a new pe, as chest scans were not performed prior to filter placement. Reportedly, six days later, the pt was scheduled to undergo filter retrieval; after performing a cavagram a large clot was identified in the filter. The filter was no longer tilted. The physician decided to leave the filter in place. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.